Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital for a non-device related reason when their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range shock impedance measurement. Additional shock impedance measurements were taken and were all within normal range. Boston scientific technical services (ts) discussed that the low measurement was likely due to electromagnetic interference (emi) or something external as it was unable to be reproduced. The system remains in service. No adverse patient effects were reported.